Event description:
On (B)(4) 2013, it was reported to animas that the patient¿s healthcare provider (hcp) took the patient off the pump after the patient experienced ketones at the hcp¿s office. No blood glucose values or other signs or symptoms of hyperglycemia were mentioned. The hcp was reportedly ¿worried about the pump due to ketones.¿ customer technical support has attempted to follow-up for more information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced signs suggestive of hyperglycemia associated with an allegation by the hcp of a non-specific pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.